Event description:
Received the following information from patient tracking system. A perceval valve pvs23 was implanted in a patient on (B)(6) 2024. The patient passed away at unknown date due to unknown reason. No further information is available at this time.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the limited information available, the definitive cause of the reported event cannot be established at this time. However, form the document review performed; no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.